Manufacturer narrative:
UDI not available for this system at time of filing. Device not yet returned to manufacturer. Device manufacturing date unavailable at time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported the computer froze while preparing for the procedure. The computer was rebooted, and the issue was resolved. The procedure was completed without any issues. This issue occurred preoperatively and did not cause any surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that replaced the system computer. The system then passed the system checkout and was found to be fully functional. The computer was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported the computer froze while preparing for the procedure. The computer was rebooted, and the issue was resolved. The procedure was completed without any issues. This issue occurred preoperatively and did not cause any surgical delay. There was no reported impact on patient outcome.